Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, nineteen days after use of (2) 6f-12f mynx control venous vascular closure device (vcd) the patient presented with redness, swelling, and inflammation at the access sites of the right groin. The area felt warm and was tender to touch. At this point, an abscess and infection was suspected and antibiotics prescribed. An ultrasound was not performed at the follow up. Symptoms were resoled without sequelae. The groin issue eventually resolved. The device was prepared and used per the instructions for use (IFU). Hemostasis was achieved on the procedural table without issue. Ultrasound was not performed prior to discharge. Time to ambulation post procedure was four hours. The physician performed the procedure. The physician used an 8f 10cm and a 9f 10cm non-cordis sheath in the right femoral vein. Then exchanged the 8f non-cordis sheath in the right for the non-cordis faradrive sheath to perform the pulse field ablation (pfa) utilizing farapulse, and upon completion of the procedure, they downsized this site back to the 8f non-cordis sheath in order to close with mynx control venous. The approximate distance between access sites is unsure but the sheath hubs were touching each other at the skin. The physician is trained and a certified mynx control venous user and has deployed over eighty mynx control venous devices successfully at this point. Additional information was requested but not provided. The devices will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, nineteen days after use of two (2) 6f-12f mynx control venous vascular closure devices (vcds), the patient presented with redness, swelling, and inflammation at the access sites of the right groin. The area felt warm and was tender to touch. At this point, an abscess and infection were suspected and antibiotics prescribed. An ultrasound was not performed at the follow up. Symptoms were resolved without sequalae. The groin issue eventually resolved. The device was prepared and used per the instructions for use (IFU). Hemostasis was achieved on the procedural table without issue. Ultrasound was not performed prior to discharge. Time to ambulation post procedure was four hours. The physician performed the procedure. The physician used an 8f 10 cm and a 9f 10 cm non-cordis sheath in the right femoral vein. Then exchanged the 8f non-cordis sheath in the right for the non-cordis sheath to perform the pulse field ablation (pfa) utilizing farapulse, and upon completion of the procedure, they downsized this site back to the 8f non-cordis sheath in order to close with mynx control venous. The approximate distance between access sites is unsure but the sheath hubs were touching each other at the skin. The physician is trained and a certified mynx control venous user and has deployed over eighty mynx control venous devices successfully at this point. Additional information was requested but not provided. The devices were not available to be returned for evaluation. A product history record (phr) review of lot f2416501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Infections resulting from invasive procedures are a well-known potential adverse event and is listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed without receipt of images or cultures. The exact cause of the issue experienced could not be determined; however, patient factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control venous IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, ¿re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed.¿ based on the phr review, and available information, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.